Event description:
It was reported by the patient that the previously working remote monitor would no longer power up. The batteries were replaced but the situation did not resolve. The monitor was returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that a switch was broken.